Event description:
It was reported that unspecified bd¿ catheter needle went through it. The following information was provided by the initial reporter: material no.: unknown, batch no.: unknown. It was reported the needle went through the catheter and the IV infiltrated. Per email: "patient came to CT from the ER with a ultrasound guided IV access, 18 g nexiva IV and upon testing the IV it infiltrated, only 5ml of saline was flushed, but this has been a common occurrence from ER patients with the new ivs and ultrasound guided that have infiltrated."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photograph submitted for evaluation. Bd received one photo. Inspection of the photo revealed that the needle had pierced through the catheter tubing near the nose of the adapter, confirming the defect of needle through catheter. It was also noted that media was present throughout the catheter tubing. The presence of media throughout the unit, including the tip of the catheter tubing, indicated that the needle and catheter were correctly assembled at the time of venipuncture. Based on this evidence, the defect most likely originated during use due to user manipulation. The IFU warns against reinsertion of a partially withdrawn needle back into the catheter. A device history record review could not be performed as the lot number is unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number." Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ catheter needle went through it. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. It was reported the needle went through the catheter and the IV infiltrated. Per email: "patient came to CT from the ER with a ultrasound guided IV access, 18 g nexiva IV and upon testing the IV it infiltrated, only 5ml of saline was flushed, but this has been a common occurrence from ER patients with the new ivs and ultrasound guided that have infiltrated."